Manufacturer narrative:
Following our receipt of the two returned used adhesive tapes and unable to confirm customer complaint for adhesive tape damage due to the tapes were used. Unable to confirm damage package due to customer did not return original tray/box. In summary, the customer complaint of adhesive tape damage out of the box could not be confirmed. Because the adhesive tape was already opened or used when we received it for testing, it is impossible to determine when or how this happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported sensor no adhesive when he open the package, out of that box was defective. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed, packaging was reported as not sealed properly, misshaped, or sterile packaging not intact. No harm requiring medical intervention was reported. Mmt-7040a was requested and customer response was the device will be returned.